Event description:
The facility reported a pump in which the tubing channel will not open due to faulty pump head module keypad. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available.